Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high out-of-range shock impedance. The boston scientific technical services reviewed the device data and provided additional troubleshooting steps. This device and lead remain in service. No adverse patient effects were reported.